Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has also alleged of having respiratory tract irritation and asthma (new or worsening). The relationship between the device and the adverse event are currently unclear. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The following correction has been updated in this report. Section "adverse event/product problem" in box b has been updated/corrected to reflect adverse event. Section "type of reported complaint" in box h has been updated/corrected to reflect serious injury. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has also alleged of having respiratory tract irritation and asthma (new or worsening). The relationship between the device and the adverse event are currently unclear. The manufacturer previously reported on this device in MDR 2518422-2023-25679. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
H3 other text : not returned

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has also alleged of having respiratory tract irritation and asthma (new or worsening). The relationship between the device and the adverse event are currently unclear. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.